Manufacturer narrative:
It was reported that the patient was unable to connect the controller ac adapters to the controller. The controller ac adapters were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. The reported event could not be confirmed since the units were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an inability to connect the controller ac adapter to a controller can be attributed, but not limited, to a connector failure, assembly failure and/or handling of the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapter / (B)(4) / cat#1425us. Device available for evaluation: no. Evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to connect his/her ac adapter to the controller. The patient tried connecting their back-up controller and experienced the same results. The vad coordinator confirmed that a safe connection between the adapters and the controller could not be established. There were no reported patient consequences associated with this event. No further information was provided.